Event description:
It was reported that the guidewire caught and tangled in the patient. The device was knotted upon removal from the patient. No patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire and one 4.5 fr x 7 cm microintroducer sheath and dilator were returned for evaluation. An initial visual observation showed use residue on the returned samples. The distal end of the guidewire was observed to be protruding from the microintroducer sheath about 0.8 cm distal to the orange t-handle of the sheath. This section of the guidewire that was protruding from the microintroducer sheath was observed to be knotted and covered in biological residue. While the majority of the knotted section of the guidewire was covered in a hard and dry biological residue, a microscopic observation revealed the coils of this section of guidewire were slightly separated. The weld tip was observed to be present and intact. From the evidence observed on the returned samples, it was determined that the knot in the distal end of the guidewire was most likely caused by repeated advancement and retraction of the guidewire against resistance. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿. A lot history review (lhr) of redz0641 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire caught and tangled in the patient. The device was knotted upon removal from the patient. No patient injury.